Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient demographics: initials-(B)(6), gender- female, dob- (B)(6) pre-operative diagnosis for this procedure: stenosis type of procedure or technique used: oblique lumbar interbody fusion (olif) level operated: l3-l4 it was reported that on (B)(6) 2018, intra-op, during insertion of the cage, the distal tip of the inserter broke. The product came in contact with the patient, no fragment of the instrument remained in the patient. There were no patient symptoms or complications as a result of this event.

Manufacturer narrative:
Product analysis: visual examination confirms the superior tang is broken; the broken piece is missing and not returned for analysis. Fracture initiation appears to be located at the base of the tang, consistent with bend stress overload. Optical examination of the fracture surface reveals a fairly quasi-brittle fracture, with no indication of fatigue, and a shear lip which suggests the direction of fracture. The above observations are consistent with bend stress overload. If information is provided in the future, a supplemental report will be issued.